Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave catheter was selected for use. During farawave preparations everything worked well with irrigation. After some applications in basket and flower configuration the flush line became blocked, and it was not possible to flush with perfusor or manually. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave catheter was selected for use. During farawave preparations everything worked well with irrigation. After some applications in basket and flower configuration the flush line became blocked, and it was not possible to flush with perfusor or manually. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.